Event description:
The caller alleged discrepant results when compared with the lab results and the results are as follows: date: 2008. Inratio: 1.9. Lab: 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008. Inratio: 1.9. Lab: 3.0. Mean: 2.45. Confident limits: 1.6-3.4. As per internal procedure rev. 2, the inratio and lab values are within the confident limits. The product will not be investigated. The patient is on lovenox. Certain prescription drugs and over the counter medications can affect the action of oral anticoagulants.